Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the left ventricular lead exhibited loss of capture. The physician suspected lead dislodgement. The lead was removed and replaced on (B)(6) 2019 and the patient was stable post-procedure.